Event description:
The complaint pertains to patient who, over the past two months, developed late postoperative iritis following implantation of tecnis 1 zcb00 lenses. Clinical feedback describes the reaction as a low-grade rebound inflammation, with a few anterior chamber cells and deposits observed on the lens surface. No intervention was performed. No further information available. Patient 3.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown, not provided. Section d4: catalog number: a complete catalog# is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: initial reporter last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h4: device manufacture date: unknown. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.